Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead is being monitored and remains in use. The right atrial (ra) lead exhibited oversensing noise that lead to inappropriate mode switching on the implantable cardioverter defibrillator (ICD), the lead also exhibited high thresholds that were reaching failure to capture levels. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.